Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump was not working. They put in a new battery but it still did not work. The customer's blood glucose level was unknown. The insulin pump was not dropped. The customer did not receive a low battery alert prior to the off no power alert. This was the second occurrence of the off no power without a low battery warning. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with high stop current due to faulty motherboard. Device passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. Device had cracked case at display window corner, battery tube threads and minor scratched display window.